Event description:
It was reported via phone call that the customer inquired about the audio issue. Customer stated that she cannot hear noise beep when she was low. The insulin pump was exposed to fluid. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.